Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The surgeon was performing an aranax case on (B)(6) 2016. He placed the plate template to determine the length of plate. He inserted the fixation pin, t086-1010, using the aranax screwdriver and handle, into one of the holes in the plate template. As he was inserting the pin, it was broken below the head of the pin. He removed the plate template, and used an unknown hospital instrument to grab the exposed portion of the pin shaft and turn it to remove it from the bone. The exposed part of the shaft was broken off, leaving the tip of the pin embedded in the bone. The surgeon drilled a hole adjacent to the pin, and used a kerrison to remove enough bone around the pin shaft to remove it. The surgeon continued with the procedure, there were no other issues, and no patient injury.